Event description:
In (B)(6) 2010, patient was noted to have almost 2 years left on her battery. At her check on (B)(6) 2010, patient had a sudden and inexplicable loss of battery life and the device was found to be at elective replacement indicator pacing asynchronously. Patient scheduled to have generator change on (B)(6) 2010. Additional device information: lead information- rv biotronik model #(B)(4) serial#(B)(4) , ra biotronik model # (B)(4) serial #(B)(4) . Patient scheduled for generator change on (B)(4) 2010.